Event description:
This is a spontaneous report by a nurse from (B)(6) of intestinal infection and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with an intestinal infection. It was not reported if remedial therapy was prescribed. The root cause of the bacterial peritonitis was intestinal infection. On an unreported date in 2010, the event of bacterial peritonitis resolved. It was not reported if the event of intestinal infection resolved. On an unreported date, the patient was switched to hemodialysis and pd therapy was discontinued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.